Event description:
It was reported that the user experienced low glucose with discordant readings, with the pump displaying 52 mg/dl while a fingerstick measured 66 mg/dl, and the user self-treated with glucose tablets followed by apple juice. Symptoms included hypoglycemia. Outcomes included transient interruption of normal activities due to the low glucose event. Investigation included complaint intake, troubleshooting guidance, and user education. Investigation of this case revealed no device malfunction was identified based on available information. It was concluded that the cause of the hypoglycemia was unclear and that user self-treatment was appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.